Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, and the malfunction did not recur afterward. The customer was instructed to continue using the pump and to contact support if the issue happened again, which the caller acknowledged and understood.